Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported upon interrogation, prior to the procedure, that the pacemaker exhibited failure to interrogate. The pacemaker was not used. There was no patient involved.

Manufacturer narrative:
Final analysis found the reported field event of rf telemetry anomaly was confirmed in the laboratory. After product code was reloaded, device could be interrogated through rf telemetry. The device was otherwise normal.